Event description:
This case was initially received via regulatory authority FDA food and drug administration (reference number: mw5072250) on 04-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and cholecystectomy ("gastrointestinal problems including gall bladder removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion hospitalization), gastrointestinal disorder ("gastrointestinal problems including gall bladder removal"), alopecia ("hair loss"), fatigue ("chronic fatigue"), allergy to metals ("allergic reactions to nickel"), pruritus ("pruritus"), candida infection ("candida infections"), abdominal distension ("severe bloating"), back pain ("lower back pain (inflammation of the sacral ilium joint)"), sacroiliitis ("lower back pain (inflammation of the sacral ilium joint)") and dyspnoea ("shortness of breath"). The patient was treated with surgery (removal of essure on (B)(6) 2017).essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cholecystectomy, gastrointestinal disorder, alopecia, fatigue, allergy to metals, pruritus, candida infection, abdominal distension, back pain, sacroiliitis and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, back pain, candida infection, cholecystectomy, dyspnoea, fatigue, gastrointestinal disorder, pelvic pain, pruritus and sacroiliitis with essure. The reporter commented: she mentioned hospitalization, required intervention and other serious (important medical event) as event outcome, however she did not specify it. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.